Manufacturer narrative:
Findings: unit passed the dat test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and dog chew marks on reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 525 m/dl at the time of the call and was given an insulin shot to treat. The customer used snacks, and fluids to treat the low. The customer was given glucose tablets by the paramedics. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident., within less than 48 hours the customer believes the pump is over delivering. Troubleshooting was completed.the customer believes the recalled sets caused their hospitalization. The insulin pump will be returned for analysis.